Event description:
A falsely low advia centaur cp ca 19-9 result was obtained on a patient sample and considered discordant when compared to an alternate ca 19-9 test method. The customer performed repeat and dilution testing on the patient sample. The repeat neat test result was low and the dilution test results were higher. There was no report of adverse health consequences due to the discordant advia centaur ca19-9 result.

Manufacturer narrative:
The cause for the initially discord low result when compare to another ca 19-9 test method result and the elevated dilution recovery results may be sample specific and attributed to an interfering substance. The customer's level 2 ca 19 9 quality control result was within acceptable limits on the day of the event. The instruction for use under the limitation section states the following: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "Warning: do not use the advia centaur cp ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur cp ca 19-9. Normal levels of advia centaur cp ca 19-9 do not always preclude the presence of disease. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers' can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." No conclusion can be drawn. The instrument is performing within specifications.